Manufacturer narrative:
It was reported that following procedure the patient experienced scarring, vomiting and infection. It was reported that patient underwent mesh revision on (B)(6) 2014 due adhesion and on (B)(6) 2017 patient underwent hernia repair due to recurrent ventral incisional hernia and mesh revision on (B)(6) 2017 due to inflammation and pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/27/2019.